Event description:
New information received noted that the right ventricular lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in three pieces: the connector portion measured 13.0 cm, the middle portion (b) measured 5.8 cm and the distal portion measured 47.5 cm. The reported event of noise was not confirmed. The reported event of low defibrillation impedance was confirmed. External abrasion was found breaching the right ventricular cable lumen at 39.9 ¿ 43.0 cm from the distal tip with one abraded etfe cable coating proximal to suture tie impression. The cause of low defibrillation impedance was due to the exposure of the right ventricular conductor in the abrasion zone consistent with friction to the device can. Correction: d4 - serial number of lead was corrected from (B)(6).

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing, which was recorded as non-sustained ventricular tachycardia. Additionally, low defibrillation impedance was noted when the patient presented in clinic on (B)(6) 2021. Lead revision was discussed. The patient was stable.